Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low power advisories was confirmed via log file analysis; however, the reported damage to the power cables was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 2 days (22jul2025 to 23jul2025 per the timestamps). Intermittent atypical low voltage advisory alarms were active the entire log file while connected to 14v batteries due to the relative state of charge (rsoc) voltage fluctuating on the black power cable causing it to be outside the expected range. The alarms were not associated with power source exchanges and cleared shortly after each time on their own. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Provided information stated that the system controller was exchanged due to a tear in the power cables, no products would return, and the controller exchange resolved all alarms. Provided information stated the root cause of the low voltage alarms was damage to the power cable; however, a root cause of the damage to the power cable was unable to be conclusively determined through this analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) ) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2025 for a system controller exchange due to a tear on the power cable. Log files from before and after the controller exchange were submitted for review and the original log files captured numerous odd low power advisories on (B)(6) 2025 while the patient was connected to batteries. There were no other unusual events. The low power advisory alarms were caused by the tear to the power cable. Exchanging the system controller resolved the alarms.